Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer received a battery out limit alarm on their insulin pump. Customer also reported they were hospitalized for nine days, starting on (B)(6) 2014 for dizziness. The customer also reported being hospitalized on (B)(6) 2014 for high blood glucose and was released on (B)(6) 2014. Customer's blood glucose was 247 mg/dl at the time of the call. No additional information provided.